Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of 2000 ohms. Additional information obtained from the field representative indicated that the cause of the oor pli was not determined and there were no other clinical observations associated with the impedance issue. The ra lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to have this right atrial (ra) lead returned were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.